Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, pump won't run". It was reported air was observed. Per reporter residual volume was: 29.7 ml, rate 2.0 ml and 60.88 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).